Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01636. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, two benchmark 6f 071 delivery catheters (benchmarks) were found to be kinked upon removal from their packaging. The kinked benchmarks were found prior to use and therefore, were not used in the procedure. The procedure was completed using a new benchmark.